Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners and severely scratched display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they received a button error alarm. Troubleshooting for keypad anomaly was performed and customer stated that the insulin pump was in their bra. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.